Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The customer stated that while running shutdown they noticed that the bsv (blood sampling valve) on the instrument was leaking. The volume of leak was unknown and was not contained within the unit. The operator was wearing a lab coat and gloves. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the needle tip had a 1/2" crack from the tip and was leaking into the drip tray below the bsv (blood sampling valve). He replaced the needle and the bellow drain tubing that fixed the leak. Identification of failure modes: cracked needle tip. No erroneous results were generated in connection with this event. Upon recur the failure mode identified; it is likely to cause erroneous results for all parameters due to carryover from the crack needle. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).